Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(4) 2009 population product advisory was initially communicated on (B)(6) 2007, displayed a monitoring voltage measurement of 2.82 volts on (B)(6) 2008, 2.66 volts on (B)(6) 2008, and now 2.6 volts. There was a concern that the battery depleted earlier than expected. There was no report of adverse patient effect.

Manufacturer narrative:
To date, information suggests that this medical device remains actively implanted with a normal follow up schedule and has not been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information becomes available, this report will be further evaluated. Most recently, this medical device was removed from service for reason of normal battery depletion. This medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.